Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump did not deliver the complete volume and the medication infused faster than it was programmed to¿ was confirmed due to user error as the wrong syringe size was selected. The intended infusion information provided by the customer, the appropriate syringe selection would have been a 3ml syringe, however the infusion history shows the 1ml syringe option was selected instead of 3ml when setting up the infusion. This was further confirmed by checking the sensor diagnostics when 1ml and 3ml syringes are in place. The syringe diameter 0.432 in shown in the infusion history is consistent with a 3ml syringe as a 1ml syringe would have shown a diameter around 0.274 in. No issues were found with the functionality of the pump. Probable cause of complaint was incorrect syringe selection by the user when setting up the infusion. The pump passed all functional testing. No issues found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the infant patient received infusion in approximately 20 minutes, and the medication should have been administered over 1 hour. Per reporter, the nurse appropriately programmed the pump, which was confirmed in the pump¿s diagnostics. In less than 20 minutes, the pump started alarming that the syringe infusing the medication was near empty, and within about 5 minutes the syringe was completely empty. According to the pump, 05405 ml was delivered, and there was no remaining volume in the reservoir. The programmed volume to be infused was 1.7250 ml, and the programmed rate was 1.73 ml per hr. No symptoms were reported.

Manufacturer narrative:
A4: 0.56 lbs h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.